Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge tube. Visual inspection found the lens haptic broken and deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - 4581: rotation. H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was exchanged for a spherical different power but same length lens. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6 - type of investigation (b): 10 missing from supp #1 MDR.claim # (B)(4).